Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displays black dots when the screen is illuminated. Customer's blood glucose level was 203 mg/dl. It was indicated that the customer will continue to use the pump for insulin therapy.